Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported bravo failed to attach. There was no harm to the patient. A repeat procedure was attempted on the same day. Customer reported that they waited more than 30 seconds to attach the capsule